Event description:
It was reported that the patient was seen in the office for post-implant check. There was high threshold and p-waves were not being sensed on the right atrial (ra) lead. The lead was will be revised and remains in use. No patient complications have been reported as a result of this event.